Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer lost power due to a power outage in the hospital. Once the backup generator kicked on, the system was able to power up and be used, and customer was able to complete cases. However, customer mentioned that they saw an overheating message on the system. Technical support engineer (tse) reviewed logs and saw no indication of overheating. Later, customer called and provided additional information. Customer stated that when the system lost power, the patient side cart (psc) did not go to back up battery and completely shut off. The procedure was completed with no reported injury.